Event description:
It was reported that, "pt had excessive hematoma and worried about possible infection, so poly was removed and knee was washed out, new poly replace."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The pt decided to keep the device. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.